Event description:
During an in clinic follow up, upon interrogation the device was found to be in backup vvi (bvvi) mode. The suspected cause of the bvvi was event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.